Event description:
The patient experienced a loss of therapeutic effect and pain across the front of his head. The incident wasn't related to a fall. Interrogation of the neurostimulator revealed that the majority of lead 1 was "bad" and the majority of lead 2 was 'good'. Reprogramming was unsuccessful in improving therapy. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.